Event description:
It was reported that the tubing of an interlink continu-flo soln set cracked off under the drip chamber when spiking into IV bags resulting in loss of solution. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue could not be confirmed and the cause could not be determined as a sample was not available for analysis and the lot number was unknown. If further information becomes available, a follow-up report will be submitted.